Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 08/17/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/24/2015 with the following findings: the battery compartment was observed to be cracked from the threads to the case seal. Corrosion was found on the inside of the battery compartment; this device failure caused the power failure. The pump failed to power on, as confirmed by the absence of the auditory cue, vibratory cue, and visual display; the reported issue was duplicated. The pump failed a leak test due to a battery compartment leak; this device failure caused the moisture ingress issue. The pump case was removed, and further evidence of moisture ingress was found on the battery canister. The reported issues were confirmed during the analysis.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the pump was displaying a no-power issue, which is identified by the absence of the auditory cues, vibratory cues, and visual display image upon attempted use. In addition, it was reported that the battery compartment was cracked. Furthermore, it was reported that evidence of moisture ingress was observed inside of the battery compartment. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.